Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the alleged issue first occurred on (B)(6) 2013 in the afternoon. The reporter stated, the patient obtained a reading of ¿400mg/dl¿ on the lfs meter. The reporter stated, the patient uses non adjusting insulin to manage her diabetes. The reporter stated, the patient made no changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated, on (B)(6) 2013, the patient developed symptoms of ¿weak, dizziness and delusions.¿ the reporter stated on (B)(6) 2013 at an unknown time, the patient was treated in the emergency room (ER). The reporter stated a reading of ¿54mg/dl¿ was obtained on the ER meter and the patient was given IV fluids as treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing. However, the patient¿s test strips were found to be expired at the time of testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the reporter claims due to the alleged inaccurate high reading, the patient required treatment in the ER and a low blood glucose reading was obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.